Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. Voltage testing and a pairing test were performed and the device passed. A bin file review was conducted and no issues related to the customer complaint were found. The reported issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. No data was available for review in the share log. Bin file was reviewed and contained no issues related to the customer complaint. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.